Event description:
It was reported that the pt was conducted maintenance of the PICC catheter at outpatient at 9-29 am. A leak was found on the catheter, then withdrew the catheter, and inspected leak site carefully. A obvious damage was revealed at 36 cm depth marking.

Manufacturer narrative:
The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.